Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the pitch cable being loose at clamping pulley in the backend. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end, which may lead to non-intuitive motion.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the reported 8mm fenestrated bipolar forceps instrument was available for evaluation. The cable breakage did not cause fragment(s) to fall inside the patient's anatomy. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. Post-operative tests like an x-ray or ultrasound were not performed to check for remaining fragments. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. The patient information was not provided. Isi has received the 8mm fenestrated bipolar forceps instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.